Event description:
This incident was reported by the healthcare provider (hcp), and limited information has been made available. According to the details provided, the patient was seen for an unspecified eye infection. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the diagnosis of an eye infection with a lack of medical information and potential for serious injury related to some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Manufacturer narrative:
Additional medical information was received, this no longer meets the criteria of a reportable adverse event. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was initially reported under reference (B)(4) 3003981983-2024-00004 on (B)(6), 2024, as an unspecified eye infection. Additional medical information was received indicating that the patient experienced ocular discomfort, redness, and pain. The patient was diagnosed with a non-infectious peripheral corneal ulcer and was prescribed gatifloxacin and tobradex. According to the healthcare provider (hcp), the incident fully resolved and did not result in any permanent injury, nor medical interventions required to prevent or preclude permanent impairment of eye function or structure. Based on the additional medical information, the manufacturer has determined that this no longer meets the criteria for a reportable adverse event. Any further medical information received after this report will be reviewed, and a follow-up report will be submitted as necessary.